Event description:
It was reported that during the medicine liquid filling, the solution leaked from the connection part between the tube and the connector. Reporter stated the issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - postal code, d7a, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Leak test revealed that there was a leakage present at the tube junction during the ramp. After separation, tube and bond pocket was inspected and it revealed that there was a solvent channel. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a failure mode observed of leakage at the tube bond.